Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 04-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (intellis pro 977118) and lead 977c165 experienced pain at the implantable neurostimulator site, urinary incontinence immediately after surgery, postoperative pain, and new pain unrelated to baseline following the procedure. The patient was hospitalized and presented to the emergency room, where magnetic resonance imaging (MRI) was performed. There was consideration of possible lead revision or removal. The lead was later explanted, and two percutaneous leads were placed during a device revision procedure. The patient reported feeling better after this intervention. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.